Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that tamponade occurred. The target location was the right ventricle. During mapping with an intellanav oi catheter, a hemodynamically relevant tamponade occurred that needed to be punctured. The patient was stable after puncture. No ablation was performed. No further patient complications were reported and the patient's status is stable.